Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
A customer reported via phone call indicating that they were hospitalized for hypoglycemia on (B)(6) 2016 with a blood glucose level of 27 mg/dl. The customer was given glucose tablets and food. The customer was taken off the device upon admission but was wearing the insulin pump during the rest of her hospital stay. The customer's blood glucose at the time of the call was 554 mg/dl. The customer treated their blood glucose levels with manual injections. The customer was assisted with connecting their transmitter to their sensor, but the caller stated that they will call back to further troubleshoot at a later time. The customer did not return the product back for analysis.